Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during service, the ht70 plus ventilator had a touch panel failure. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during software upgrade, the ht70 plus ventilator had cracked handle and touch panel failure.

Manufacturer narrative:
The service engineer (se) replaced the handle assembly, controller board and single board computer (sbc). The se performed testing and all tests passed. If information is provided in the future, a supplemental report will be issued.